Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) and exhibited t-wave oversensing (twos). Follow-up was conducted and it was verified that reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.